Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2007 - patient underwent implant of a non-bard/davol perigee (ams) tvt sling. On (B)(6) 2007 - patient underwent cystotomy repair and implant of a non-bard/davol lynx mid urethral sling. On (B)(6) 2011 - patient underwent a pelvic exam under anesthesia, cystoscopy with retrograde pyelograms. On (B)(6) 2011 - patient underwent excision of exposed mesh (non-bard/davol), ureterovaginal fistula repair, maritus graft interposition and cystoscopy. On (B)(6) 2011 - patient underwent implant of an autologous fascial sling and cystoscopy. On (B)(6) 2013 - patient underwent a transabdominal sacrocolpopexy with implant of a bard/davol flat mesh and a sutured rectopexy to repair vaginal prolapse, rectocele and enterocele. A sheet of non-bard/davol intercede adhesion prevention fabric was placed over the suture line. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.